Manufacturer narrative:
(B)(4) on 21may2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Via phone conversation: the instrument shattered at the joint in the middle of surgery. On 23may2018 additional information: 1. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? They did not believe, other than the point that broke off fell into the incision, but they did irrigate and debride, just in case. 2. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? They did not do an x-ray, only visual examination. 3. What was the patient¿s outcome? Patient's outcome, so far, has been good. No infection or complications. 4. Was the procedure completed as planned? Procedure completed as planned. 5. Can you please send all parts of the instrument for evaluation? All parts that were received in decontamination were sent. No further information available.

Manufacturer narrative:
Follow up (B)(4) the complaint product was returned and an evaluation was performed. The root cause is due a production defect of a hairline crack in the scissors that was not noticed during final inspection. The manufacturer¿s quality control and production teams have been informed and retrained on this process.